Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the customer reported condition was not confirmed. However, during evaluation it was observed that the bearings were worn out, loose and no longer in axial alignment, which raised the temperature of the device above specifications. The assignable root cause was determined to be due to worn out bearings, from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterilization, it was discovered that the shaft and locking collar were hard to move on the attachment device. During in-house engineering evaluation, it was observed that the temperature was above specification on the device. This event was no related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.